Event description:
Two days post implant, the patient presented to the emergency room with left sided chest pain. The p-waves were measured at 1.5 to 2 mv. Lead impedance decreased from 383 ohms at implant to 292 ohms. A CT scan revealed a small pneumo - thorax and pneumopericardium from the right atrial lead. The helix could be seen in the pericardium. The following day a small pericardial effusion could be seen. The lead was removed and the physician elected not to replace it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.